Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; cause was unknown. Customer's continuous glucose monitor read "high," however, a specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Additionally, it was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.